Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "intermittent occlusion occurred" (occlusion within device). The nurse reported an intermittent occlusion occurred. The system was switched out and the case was completed as planned. Additional info received stated the intermittent occlusion occurred at the end of the first and third surgeries. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system. The fluidics module was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).